Event description:
A caller reported a cartridge alarm 30. There was no adverse impact on the customer's blood glucose level. The customer received assistance from technical support to load a new cartridge using the proper technique and successfully resumed insulin therapy. The issue was resolved.